Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly update b5,h6 and h10 added pli20-controller, additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-dec-2018 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date:19-dec-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller lost power and exhibited "red alarms", ventricular assist device (vad) stopped alarms, after the patient disconnected one of the power sources. The other power source was indicated to have full power. The vad would not restart despite connecting new power sources and changing the primary controller to the back up controller. The patient lost consciousness and resuscitation was started. The patient arrived at the hospital by ambulance and another attempt was made to restart the vad. The vad would not restart and the patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) pump (B)(6), three (3) controllers (B)(6), and four (4) batteries (B)(6) were returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload and front housing disc curvature were found to be deviating from specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface. Failure analysis of the returned batteries, (B)(6) revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller with no anomalies observed during bench testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the controller log files associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 22:20:19. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 48% rsoc. The data point recorded after the loss of power revealed that(B)(6) was connected to power port one (1) with 97% rsoc and (B)(6) was connected to power port two (2) with 97% rsoc. The controller was without power for 13 seconds. No anomalies were recorded leading up to the loss of power. A vad stopped alarm was subsequently logged at 22:20:46 due to a failure of the pump to restart after several attempts. Vad stopped alarms are high priority alarms, which will result in the controller's alarm indicator flashing red. A vad disconnect alarm was then logged at 22:28:04, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting and/or the reported controller exchange. Review of the controller log files associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 22:51:41 followed by a vad disconnect alarm at 22:51:47, indicating that the driveline was disconnected from the controller. A vad stopped alarm was then recorded at 22:53:10 due to a failure of the pump to restart after several attempts. Another controller power-up event was logged at 22:58:21 with a subsequent vad stopped alarm due to a failure of the pump to restart at 22:58:36. Review of the controller log files associated with (B)(6) revealed that two (2) controller power-up events were recorded at 23:37:52 and 23:41:01. A vad stopped alarm was then recorded at 23:41:23 due to a failure of the pump to restart after several attempts, followed by a vad disconnect alarm at 23:41:45. Several additional controller power-up events, vad disconnect alarms, and vad stopped alarms due to failures of the pump to restart were logged on (B)(6) between 23:42:12 on (B)(6) 2021 and 00:57:59 on (B)(6) 2021. Log file analysis also revealed that a safety alert word (saw) value was recorded on (B)(6) indicating overcurrent alerts, likely associated with high power consumption during pump motor start attempts which required more current from the batteries. When the battery management unit senses the high draw current, the battery's discharge field-effect transistor (fet) is disabled, thus preventing the battery from providing power until the draw current decreases and the battery recovers. This likely corresponds with the reported inability of the batteries to provide power. As a result, the reported batteries not providing power, controller loss of power, vad stopped alarm, ¿red alarm¿, and failure of the pump to restart events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one battery reported to have been connected. The most likely root cause of the vad stopped alarms and reported ¿red alarms¿ can be attributed to failures of the pump to restart after several attempts. A possible root cause of the reported inability of the batteries to provide power may be attributed to the batteries' discharge fets becoming disabled due to the high power consumption during the pump motor start attempts. (B)(6) is not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: (B)(6) d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c19 h6: FDA conclusion code(s): d10, d15, d01 bat817244 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat817252 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat817245 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat817248 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 con319097 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 con413097 d10: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three additional batteries exhibited an inability to provide power despite being fully charged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5: adding three additional batteries and h10 add the serial number for the unknown battery additional products: d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial #: (B)(6) / UDI #: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 25-mar-2020 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date:25-mar-2020 / h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02, f2306 h6: img code(s): g02002 h6: FDA device code(s): a0705 / h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date:25-mar-2020 / h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02, f2306 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 / d1: heartware ventricular assist system ¿battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial or lot#: (B)(6) / UDI #: (B)(4) / d10: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 25-mar-2020 / h5: no / h6: patient ime code(s): e0119 h6: imf code(s): f02, f2306 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5. Event description was updated to include that the battery had no power. Additional products: d1: heartware ventricular assist system d4: model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h4: unk h5: no h6: patient ime code(s):e0119 h6: imf code(s): f02, f2306 h6: FDA device code(s): a0705, a0708, a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the serial number, manufacturing date and expiration date but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery had no power.

Event description:
It was further reported that the backup controller was exchanged with another controller and the vad would not restart.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jan-2018 h5: no h6: patient ime code(s): e0119, e2402 h6: imf code(s): f02, f2306 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 04-aug-2020 h5: no h6: patient ime code(s): e0119, e2402 h6: imf code(s): f02, f2306 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to the ventricular assist device (vad) failed to restart. Attempts to restart the vad and resuscitation after it failed were performed but were not successful. The vad will be explanted.